Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device did not fire. The surgeon was able to press the green button and squeeze the handle. It was also reported that the shaft of the handle broke off. Another loading unit was used to resolve the issue. There was no patient injury.